Event description:
It was reported that the compressor was not maintaining the minimum amount of psi when turned on. There was no patient involvement. (B)(4).

Manufacturer narrative:
More information has been sought. A supplemental medwatch will be provided when the investigation has been finalized. (B)(4).